Manufacturer narrative:
Follow-up # 1 ¿ (12/02/2014). The patient¿s meter has been returned on 11/18/2014 and evaluated by lifescan product analysis on 11/20/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter read inaccurately high compared to their a1c value. The customer service representative (csr) was unable to reach the patient by phone for follow-up questions from the medical surveillance specialist (mss). The following complaint was classified based on information obtained from the original csr documentation and from mss reviewing the initial call recording. The patient alleged that the product issue began three weeks prior to contacting lfs. The patient reported obtaining blood glucose readings of ¿300-400mg/dl¿ on the subject meter and an a1c reading of 7. The patient manages their diabetes with metformin and insulin and stated that they administered an increased dose of insulin after obtaining the alleged inaccurate reading. The patient reported later developing a symptom of ¿shaking¿, but it is unknown how much time passed before they developed this symptom. It is unknown how the patient treated these symptoms. The patient denied testing their blood glucose on any other device at this time. At the time of troubleshooting the csr verified that the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed a symptom suggestive of a serious injury after administering insulin based on readings from the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.